Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft was broken. Scissors could not open and close due to broken outer extrusion shaft. The complaint is confirmed for scissors will not open and close. Corrective action was initiated to address this failure mode.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. In 2004, failure analysis confirmed a scissor shaft separation. This is a reportable malfunction.